Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The user alleged visualization of particles. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The user alleged visualization of particles. There was no report of patient harm/injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found no evidence of particles nor contamination anywhere in the device, no evidence of sound abatement foam degradation or breakdown. The device's event log was reviewed by the manufacturer and found the error log showed one instances of e-4. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer no found evidence of particles nor contamination. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown.